Event description:
Customer reports to have dropped insulin pump into the lake. Customer attempted to dry inuslin pump then change the batteries, but insulin pump still did not function. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window and cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or on the motor.